Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stuck on fill tubing and cannot get out of it. Customer had a issue during priming process. Customer reported that drive support cap was slightly intended. No harm requiring medical intervention was reported. Insulin pump will not be return for analysis.